Event description:
Ablation catheter inserted; temperature error message received. Different ablation catheter cable opened; problem persisted. Different ablation catheter opened and inserted into body problem fixed. No harm to patient.